Manufacturer narrative:
Date of event is unknown. This report is for one (1) unknown cannulated screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown cannulated screw. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient underwent the first tmt fusion procedure. Post-operative, patient experience nonunion and the variable angle-locking compression t-fusion plate (va-lcp) became unstable because of one (1) proximal variable locking screw and one (1) cannulated screw broke. On (B)(6) 2018, patient underwent revision of tarsometatarsal (tmt) fusion. Surgeon used a biomedical elite and long thread cannulated screw with vivigen to revise fusion. The broken devices were removed but there were fragments left in the patient from a proximal variable locking screw and the cannulated screw. There was no surgical delay and procedure was successfully completed. Patient outcome was good. Concomitant devices reported: va-lcp t-fusion plate (part #02.211.253, lot # unknown, quantity 1), proximal variable locking screws (part # unknown, lot # unknown, quantity 2)0 this report is for one (1) unknown cannulated screw. This is report 2 of 2 for (B)(4).